Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as batch/lot number is unknown. Based on the information received, the root cause could not be determined.

Event description:
The surgeon was implanting a co-t2318 screw when the driver tip of hpc-0015 broke off. The surgeon was able to retrieve the broken driver tip from the screw and complete the surgery. It caused a 3-5 minute delay in the surgery. This report is related to report number 3025141-2023-00328 for the driver involved in this event.